Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the xenon light source was connected, the upper half of the standby light above the brightness indicator did not work. There were no reports of patient harm.